Manufacturer narrative:
As part of normal complaint follow-up an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio) and restoris mck. The surgeon chose to exchange the poly component during the routine procedure as a precautionary measure since the joint was already exposed. There was no evidence that the rio or implant system caused or contributed to the need for the restoris mck tibial insert polyethylene component swap.

Event description:
The surgeon had performed a unicondylar partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). Mako surgical was made aware on (B)(6) 2012, that the surgeon elected to perform an incision and drainage procedure (known as an I&d) and exchanged the restoris mck tibial insert polyethylene component.